Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas fell from a nightstand resulting in a cracked, nonfunctional screen, after which the user switched to backup therapy and later could not locate the device. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no hospitalization and no alarms. Investigation included gathering usage details and providing education regarding replacement options and warranty coverage. Investigation of this case revealed physical damage to the display component consistent with accidental drop, with functional loss of the user interface and subsequent loss of the device. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental impact.